Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating and multiple chargers were not crossing over to station. The field service engineer worked with technical support specialist to establish a remote connection and assisted in reinstalling remote support service (rss) and its components, enabling remote access without on-site intervention. The case was then passed to a customer support center (csc) agent to repair database connection issues. All tests in hardware test application and the application were completed successfully. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and multiple chargers were not crossing over to station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, that the device was not communicating and multiple chargers were not crossing over to station. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.